Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01676. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 8 months. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency department with increased redness and tenderness around a driveline site and reported feeling ill. A driveline culture was positive for staphylococcus aureus. On (B)(6) 2018, it was reported that the patient at home and finishing a course of oral keflex. No further information was provided.

Manufacturer narrative:
Corrected information. The initial MDR was submitted with the date received by manufacturer reported as 09aug2018. However, the date the information was received was 31aug2018.